Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported having difficulty with the flow readings. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Event description:
It was reported that a number of devices in anesthesia circuits showed increased flow resistance in use with patients fitted with laryngeal masks. A substantial amount of moisture accumulation was also observed. User is concerned with loss of patient body heat. Health facility uses ge datex-ohmeda adu anesthesia machine.

Manufacturer narrative:
Unless substantially significant information is provided, this constitutes a final report. (B)(4)